Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered two inappropriate shocks while skiing due to noise and oversensing. Exercise testing was later performed at which time it was possible to reproduce myopotential noise in all vectors as a suspected result of the electrode tip positioned over the pectoralis. A drop in r-wave amplitude was also observed during periods of exercise which may have contributed to the issue. Device therapy was programmed off and the patient refused further testing until several weeks later. At that time a revision procedure was performed wherein the electrode was repositioned returning satisfactory performance following optimization. No additional adverse patient effects were reported. This system remains in service.